Event description:
Reporter indicated that the patient has had an increase in seizure activity since their last appointment. At last office visit in december 2002, the physician was not able to interrogate the patient's device. The patient was sent home and it was concluded the wand was not working. The physician received a replacement wand. The patient's family member later reported to the physician that the patient had an increase in seizure activity. Investigation to date has been unable to determine whether the seizure increase is above the patient's pre-vns baseline frequency level. It was also reported that the generator is not stimulating consistently with the programmed settings but that the magnet swipes are working properly.